Manufacturer narrative:
Device evaluation: fourteen (14) investigations were completed during the period. A review of the records related to the device model that included labeling, manuals, trending, risk documentation and device history record (DHR) was performed and showed that the devices and its components met all specifications prior to being released. Four investigations showed the devices had the tube from under the fluid reservoir assembly were detached, 1 investigation found the tubes under the fluid reservoir assembly was kinked, 1 investigation revealed device was received broken and 9 found no issues. How and when these defects were introduced cannot be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: twenty-three (23) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot numbers of the devices and quantity: 22255664 x4, 21776755 x3, 19789409 x2, 17785435 x2, 22062546 x2, 18166947 x2, 19132537 x2, 21776757 x2, uknown x1, 18911141 x1, 21611347 x1, 18985884 x1, 19749952 x1, 21776758 x1, 16914441 x1, 17403804 x1, 21764474 x1, 22062553 x1, 22255661 x1, 19940947 x1, 21937492 x1, 20439778 x1, 22062549 x1, 20837956 x1, 22255653 x1, 20937933 x1, 22255663 x1, 20937939 x1, 22255676 x1, 21365055 x1, 22255651 x1, 21365061 x1, 21611343 x1. Twenty-six investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 44 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.